Event description:
It was reported that the optic was found blown resulting in low power output. The console is not used to treat patients but is used for test only.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The relay mirror was found to be defective which was replaced by the fse. Service history review performed indicated that the console's installation and functional verification were performed on (B)(6) 2017, system last service performed was on (B)(6) 2025, the console remained fully functional, with no issues reported until the last service and/or complaint date. Based on service records, the issue is more likely due to use-related wear or field conditions rather than manufacturing or design at release. A risk review was completed and confirmed that the event of low power was defined in the risk documentation and is documented accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The malfunction found could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, boston scientific has assigned a conclusion code of cause traced to component failure to this investigation.

Event description:
It was reported that the optic was found blown resulting in low power output. The console is not used to treat patients but is used for test only.